Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I need to be on a blood thinner for the rest of my life versus aspirin.¿ patient reports a percutaneous attempt to remove the device on (B)(6) 2018. There are no further details. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, "however, starting from the apex of the filter, which lands near the junction of the left renal vein to the ivc, and extending inferiorly, the caliber of the ivc is extremely small in size. Furthermore, multiple legs of the ivc are projecting extraluminally to the walls of the ivc with one leg projecting near the junction of the second and third portion of the duodenum, potentially extending into the wall or intraluminally. Additionally, there are other legs of the filter extending into the retroperitoneum both laterally and medially and posteriorly, with one leg approaching the right lateral wall of the aorta.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged tilt. Investigation ¿ the following allegations have been investigated: vena cava perforation, tilt, lifetime medications. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported lifetime medications is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.